Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device needed a co2 module replacement; however, the reason for the needed replacement was not provided. The device was reported as available to clinical use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.